Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient with bilateral rainbow glare two weeks following lasik treatment. Additional information is requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.